Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 569 mg/dl. Her blood glucose level went down to 430 mg/dl. She did not bolus with the insulin pump. The customer forgot to bolus. The customer went to the emergency room on (B)(6) 2017. The customer fell and her hip was bruised. She was given steroids and that led to her high blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.